Event description:
It was reported that there was damage to the pump housing and usb port, which impacted the customer's ability to charge the pump and caused it to shut down. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support arranged to replace the pump despite the device being out of warranty, and a loaner pump was addressed in another case.